Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Event description:
It was reported that during a splenectomy procedure, the device closed then would not open. The student in the case said that the surgeon cut the device out using another device. The reverse was tried and the manual over ride was tried; however, neither one opened the device. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Even though the bailout door was out of position and missing, the device had not been bailed out. The knife reverse button worked as intended. Difficulties were noted trying to open the device. It was disassembled to verify the condition of the internal components and it was found that massive dried body fluids were inside the shaft subassembly which caused the difficulties experienced during the opening of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.